Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No device history record was reviewed since lot number was not provided.

Event description:
It was reported that the cannula housing detached from the adhesive patch leaving adhesive on the body but the cannula housing off of the body. The patient experienced an elevated glucose. The issue was resolved by changing the infusion set.